Manufacturer narrative:
Device code relates to problem code for the reported event of cutting wire incorrect orientation. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a jagtome¿ rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cut wire was oriented in the wrong direction. Reportedly, there was no visible damage to the device prior to putting it through the scope or after the issue occurred, and there was no tortuous anatomy or other procedural factors impacting scope positioning. The procedure was completed with a second jagtome¿ rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual examination of the returned device found that the working length twisted in multiple locations. The device was introduced inside the duodenoscope and the initial tip orientation was found out of specification due to the condition of the working length (twisted), then, in order to untwist the tip, the handle was rotated. After rotation the distal tip was inspected and the orientation was found within specifications. The complaint was consistent with the reported event of incorrect orientation which could have been affected by twisted working length. The failure found (working length twisted) are issues that could have been generated by excessive manipulation of the device by the user or the interacting with the scope; the twist encountered directly affects functionality/ integrity of the product causing the incorrect orientation of the unit which was noted during the analysis of the returned device. Based on the investigation and the receipt condition/functionality, the complaint conclusion investigation code selected for this complaint is "operational context¿ since it is most likely that due to anatomical and/ or procedural factors encountered during the procedure, the performance of the device was limited. A DHR (device history record) review was performed and no deviation was found.

Event description:
It was reported to boston scientific corporation that a jagtome¿ rx 44 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2018. According to the complainant, during the procedure, it was noticed that the cut wire was oriented in the wrong direction. Reportedly, there was no visible damage to the device prior to putting it through the scope or after the issue occurred, and there was no tortuous anatomy or other procedural factors impacting scope positioning. The procedure was completed with a second jagtome¿ rx 44. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.